Event description:
A malfunction was reported by the customer regarding a cracked screen, which had gone out of warranty and could not be repaired or replaced. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up and is in the process of obtaining a new device.